Event description:
The pta balloon was used to angioplasty the superficial femoral, popliteal and peroneal arteries. Lesions were heavily calcified. The balloon burst at 15 atm. There has been no claim of injury related to this event.